Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that the customer was hospitalized due to diabetic sore, infected foot sore on (B)(6) 2018. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. The customer was treated with surgery on their foot. The device will not be returned for analysis.